Manufacturer narrative:
Reported event was confirmed by review of photographs provided. Photographs show detached piece of the fiber metal wire. The device was not returned for investigation as it was discarded. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer

Event description:
It was reported the scrub nurse was attempting to attach shell to inserter when the nurse was pricked by a detached piece of fiber metal wire from the implant. No further information has been made available at this time.